Event description:
Additional information was received indicating that there was no patient harm.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no signs of external damage. Event log history was performed and indicated that motor not running and primary audible alarm post followed by secondary acu watchdog alarm were recorded in history. During analysis, the reported issue was unable to be duplicated. It was noted that two wavy washers were stuck together, causing an intermittent error and the speaker wire was pinched under the power supply insulator. Service removed the extra wavy washer, replaced the speaker and performed occlusion test, preventive maintenance and all functional tests, which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor not running / acu watchdog failure / primary audible alarm. No adverse effects were reported.